Event description:
It was reported that after a surgery involving hydroset, the patient had a burning sensation from forehead to toes that began on (B)(6) 2014 and was recently diagnosed by another physician as polyneuropathy. The doctor removed the hydroset on (B)(6) 2014 via surgery.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device was discarded by the facility.